Event description:
The patient was undergoing a thombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, two ace catheters were found kinked and were not used.

Manufacturer narrative:
Result: the proximal shaft of the penumbra reperfusion catheter 5max ace was fractured approximately 73.0 cm from the hub. The break site showed evidence of material deformation and the wrapping wire was unwound. The other penumbra reperfusion catheter 5max ace was fractured approximately 39.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that both penumbra 5max ace reperfusion catheters were kinked while being removed from the packaging hoop. Evaluation of the returned devices revealed fractures in the shafts of both catheters. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the device was removed from the packaging hoop at an angle while fore is applied, this type of damage is likely to occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00011.